Event description:
It was reported that the patient experienced palpitations. It was noted that noise leading to inappropriate mode switching was observed on the atrial lead. The lead noise could not be programmed around. The patient was symptomatic when atrioventricular synchrony was lost during inappropriate mode switch. The hospital was reluctant to currently replace the lead. A plan of action was being decided. The patient was discharged from the visit.

Event description:
Additional information was received indicating the atrial lead was capped and replaced to resolve the event. The patient was stable.